Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing and pacing inhibition due to noise which was reproducible through isometric maneuvers. The ra lead was explanted and successfully replaced. No additional adverse patient effects were reported.